Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. Re-implantation was planned but has been canceled due to health issues.

Event description:
The clinician reported that the active array appears to have migrated out from the cochlear. As per additional information the recipient reported on (B)(6) `2021 a deterioration in sound quality with the device over the previous year. He was able to hear sounds well but was reliant on lip-reading to understand what is being said. Deactivation of the 4 most basal channels at that time had improved the hearing performance; however, the user still relied on lip-reading as of (B)(6) 2021. On (B)(6) 2021 further decrease in hearing performance with the device was reported. Speech tests performed in (B)(6) 2021 showed a marked deterioration in functional listening. It was initially planned to reimplant the recipient on (B)(6) 2021. However, the recipient was found to be having heart issues, therefore the surgery has not taken place. It is currently unclear whether the patient will be fit for surgery at a later date.

Event description:
The clinician reported that the active array appears to have migrated out of the cochlea. The recipient reported on 15-jan- 2021 a deterioration in sound quality with the device over the previous year. He was able to hear sounds well but was reliant on lip-reading to understand what is being said. Deactivation of the 4 most basal channels at that time had improved the hearing performance; however, the user still relied on lip-reading as of 03-mar-2021. On 11-aug-2021 further decrease in hearing performance with the device was reported. Speech tests performed in september 2021 showed a marked deterioration in functional listening. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device was explanted due to a partial migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. In addition presence of cholesteatoma is reported, which might have contributed to the observed migration. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinician reported that the active array appears to have migrated out from the cochlear.